Event description:
Revision of l5 - s1 spondy reduction with fusion original surgery date 2007. Revision date two months later. Broken screw (sw736t) at s1 vertebral body (side unknown). Removed the entire construct and replaced post-op x-ray from the same day, showed solid construct recent (date unknown; prior to revision) x-ray shows: loose construct; broken screw at s1 with set screw in place; intact screw (sw734t) at s1 set screw was completely backed out; rod was out; l5 screws and set screws are in place. Revision surgery was completed without incident; screws in new construct were larger than original; re-positioned the original grafts.

Manufacturer narrative:
Device will be forwarded to manufacturer upon receipt.